Event description:
Pt woke up with a blood glucose level of 288 mg/dl. She administered a 3 unit bolus of insulin at 7:30 am. He blood glucose level returned to 254 mg/dl at 8:30 am. She ate breakfast and administered a 2 unit bolus of insulin. While in her car at 10:00-10:30 am she went into insulin shock. She was treated at the scene and transported by ambulance to the hosp emergenyc room. She was given IV insulin for 3 hrs and released at 2:30 pm when her blood glucose was 250 mg/dl. At 3:00 pm her blood glucose was 358 mg/dl; at 4:00 pm it was 420 mg/dl at which time she contacted the insulin pump co and was referred to her physician. She had only been on insulin pump therapy a short time.